Manufacturer narrative:
(B)(4).

Event description:
The patient reported the surgeon implanted an micl implantable collamer lens, in her left eye (os). The patient reported a cataract had developed and the icl was explanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.